Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been rec'd. The root cause of this complaint cannot be identified, since the device was not returned.

Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(6) 2013. The customer reported that the atomizer failed to produce an aerosol mist when she was using the ez breathe atomizer to relieve her breathing distress. Due to the device's failure, the pt added that she was hospitalized. Multiple attempts were made to reach the customer via telephone; however, all attempts were unsuccessful at this time.